Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. The reported event is confirmed. After thorough investigation , we identified that user has large gap between recent two uploads. To assist with the resolution of the issue, we provided the helpline team with the following feedback : we see there is couple of months delay between each uploads. After 3rd april 2024 , user did next upload is feb 9, 2026. Pump data will be lost if the uploads are delayed for more than a month. Pump memory can hold only data for 90 days so any data not uploaded more than these days will be overridden and lost. Tech support requested to provide an option to see if there is any workaround. Once the above control code is set , please request user to do below : user should delete the pump in uploader, restart uploader, add the pump back to uploader and upload again using all data option the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under sw requirement doc. The most likely root cause is is due to delay in data upload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer is unable to upload any pump data to carelink. The event involved product(s) mmt-7333. The customer tried uploading. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. The customer was advised to review the carelink personal reports and to call back if further assistance is needed. Product return is not applicable for non-physical devices.